Event description:
The customer reported via phone call that the customer received the motor error alarm on the insulin pump. The customer explained that she had gone into the room with a magnetic resonance imaging machine and received the alarm afterwards. The customer confirmed that the device was exposed to the machine. The customer also received the motor position encoder error alarm. The customer's blood glucose was unknown. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. The customer was advised that a replacement insulin pump would be sent. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with a constant motor error alarm during rewind due to motor encoder out of phase. Unable to perform displacement test or confirm e70 alarm due to motor error alarm. The insulin pump has minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.